Event description:
It was reported that balloon withdrawal resistance and a shaft break occurred. Vascular access was obtained via femoral artery. The 70% stenosed target lesion was an eccentric de novo lesion located in the severely tortuous and severely calcified renal vessel. The lesion was 35mm long with a reference vessel diameter of 8mm. A 8.0x40x135cm express ld vascular stent was advanced to treat the lesion. After stent deployment, the balloon was fully deflated before the physician attempted to pull back; however, the physician encountered difficulty removing the balloon from the stent. The stent was fully deployed and well apposed. The physician pulled hard and the shaft broke. The delivery catheter could not be removed through the sheath. The stent remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).